Manufacturer narrative:
Serial no is unknown. The 510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax canada inc received notification of a cmdsnet report no (B)(4) submitted to health canada from the hospital. The incident is described as "grey cord that attaches to scope pilot field generator unit needs a jiggle to bring the image up on the screen." We will follow up with the complainant as we did not receive notification of this complaint from the hospital directly. This event occurred at the time of unknown. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Additional information: d4:unique identifier (UDI) in unknown. Evaluation summary: based on the contents of the report, it was determined that the cause of this case was an electrical system error such as terminal contact failure, board damage, and cable disconnection due to cable pulling or bending during use, but it was not identified. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.